Event description:
Continuous veno-enous hemofiltration (cvvh)filter set had been changed and the quality control checks were performed by the machine. When operation of the cvvh resumed, a noise was heard and the red access port popped off at the hub and a small amount of blood was spurting out of the port. The port was immediately clamped and the machine turned off. The catheter had to be changed by the renal fellow later that day.